Manufacturer narrative:
Evaluation results and conclusions: (the stent graft was discarded unable to investigate), (endoleak), (type 2 endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant were not reported. A recent CT demonstrated that there was disease progression with aortic neck dilatation. It was reported that some time post stent graft implant the patient returned with a type I endoleak and a type ii endoleak. It was reported that the physician elected to convert the patient with an open repair, due to the large type ii endoleak. The explanted devices were discarded at the facility. No additional clinical sequelae were reported and the patient is fine.